Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on 07/28/2016 that the patient passed away on (B)(6) 2016. On (B)(6) 2016 the patient was admitted to hospital for a reason unrelated to dexcom. The patient's husband did not wish to go into details regarding the reason for hospitalization. Patient's husband reported that he believed the cause of death was a lack of oxygen but it was still ruled as undetermined. A certificate of death was not provided. There was no alleged device malfunction. No additional event or patient information is available. No product or data was returned for evaluation. A certificate of death was not provided. The reported event could not be confirmed. A root cause could not be determined.